Manufacturer narrative:
Product ID 8711, lot# j11286r47, implanted: 2002 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pump and catheter were removed on (B)(6) 2014. The pump site was eroded and infected. The patient was currently doing well but had not been re-implanted.

Event description:
Additional information was received on (B)(4) 2015 from the consumer that the device had been explanted "around (B)(6) in 2014" which was noted to be a different date than previously reported.

Event description:
It was reported that the pump was eroding the patient's skin. The admitting doctor requested that the pump be titrated down in the event the pump be explanted. It was noted that no diagnostics were reportedly required, and the issues was not resolved. It was noted that there were no alleged product issues. The patient was reportedly experienced increasing pain, redness, and erosion at the device pocket but was alive at the time of report. The patient had been instructed to present to the emergency room. The patient's pump was intended to infuse baclofen, clonidine, and bupivacaine. It was later reported that the patient underwent explant on 2014 (B)(6). The manufacturer's representative was not reportedly at the procedure, but had interrogated the pump prior to explant. It was noted that the erosion was not due to inadequate placement at implanted. It was unknown if it was due to pump movement. Both the pump and catheter were removed to allow for healing. Cultures had been ordered with unknown results. The patient was being managed with oral medications until the site could heal. Additional information was requested, but was not available at the time of report.